Manufacturer narrative:
Based on the information available, no conclusion can be made at this time. It is alleged that the xenmatrix ab broke one week post-implant and underwent an additional surgery. Patient condition prior to implant and type of procedure performed is unknown at this time. Multiple attempts have been made to obtain additional information. A review of manufacturing records indicate the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2020. The precautions section of the instructions-for-use states: place device in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling. When unable to close skin over the xenmatrix¿ ab surgical graft, ensure that the implant remains moist. Avoid drying of the implant through ¿continued suction devices¿ as this may negatively impact the performance of the implant. If/when additional information is provided, a supplemental emdr will be submitted. Note, the date of event is provided as (B)(6) 2020 as the best estimate, based on the date of implant. Device evaluated by manufacturer? Remains implanted.

Event description:
As reported, the patient was implanted with xenmatrix ab on (B)(6) 2020. One week post-implant, xenmatrix ab had broke down and the patient was taken back to surgery.